Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose and compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was 383 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, unexpected restart, off no power and self tests. The pump alarmed motor error during the basic occlusion test due to a slightly tilted drive support disk. Unable to verify the compromised force sensor system alarms due to the motor error alarms. Unable to perform the occlusion, prime or excessive no delivery tests due to the motor error alarm. Upon visual inspection the pump had moisture damage on the force sensor resistor. All operating currents were within specification. The pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.